Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the proximal conductor was distorted at 2.3 cm. Concomitant medical products: 6945-58 lead, implanted: (B)(6) 2001, lead implanted: (B)(6) 2001.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited high impedance on both superior vena cava (svc) and rv defibrillation coils. There was also elevated pacing thresholds on the rv lead. In addition, high pacing impedance and thresholds were observed on the left ventricular (lv) lead. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.